Event description:
Caller reported a cartridge alarm 20 that resulted in high blood glucose readings, with the value displayed as "high". Customer administered a correction bolus via the pump, and there was no requirement for third-party assistance. Cts decided to replace the pump and advised that the customer would receive a new pump with updated software. Customer continued to use pump for insulin therapy.